Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not delivering insulin. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer was okay to troubleshoot. Customer also reported insulin pump system was not been in use within 48 hours of reported high blood glucose event. Customer also stated that insulin pump was not in auto mode. The customer also stated that insulin was coming out at the end of the tubing while filling the tubing. The insulin will not be returned for analysis.